Event description:
From clinical engineering work order: bd alaris infusion pump shut off unexpectedly with multiple drips running. There was no patient harm. Later biomed investigation found the inter-unit interface (iuis) on the alaris 8015 cpu were corroded and discolored.